Event description:
It was reported that during removal, the emboshield nav6 filter failed to collapse properly into the retrieval catheter. Another nav6 retrieval catheter was successfully used to retrieve the filter. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.